Event description:
It was reported that the customer was hospitalized in the Intensive Care Unit with a blood glucose (BG) of 1036 mg/dL and ketones. The cause of the elevated BG is unknown. The customer did not recall the treatment they received. The customer was released (b)(6) 2026 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.